Event description:
This case was initially received via regulatory authority ansm. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("significant lower abdominal pain with pulling sensation in the belly") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), breast pain ("breast pain"), alopecia ("loss of hair"), arthralgia ("articular pain on knee / unexplained hip pain with blocking"), migraine ("recurrent migraines with no precedent"), back pain ("back pain"), dysmenorrhoea ("randomly painful hemorrhagic menstruations with presence of clots"), menorrhagia ("randomly painful hemorrhagic menstruations with presence of clots"), abdominal discomfort ("significant lower abdominal pain with pulling sensation in the belly"), fatigue ("chronic fatigue with impossibility to work"), visual impairment ("spots in the vision"), irritability ("irritability"), depression ("depression") with self esteem decreased, amnesia ("loss of memory"), pelvic discomfort ("pelvic sensitivity"), dyspareunia ("painful intercourse"), weight increased ("intake and loss of weight") and weight decreased ("intake and loss of weight"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, breast pain, alopecia, arthralgia, migraine, back pain, dysmenorrhoea, menorrhagia, abdominal discomfort, fatigue, visual impairment, irritability, depression, amnesia, pelvic discomfort, dyspareunia, weight increased and weight decreased outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, alopecia, amnesia, arthralgia, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, irritability, menorrhagia, migraine, pelvic discomfort, visual impairment, weight decreased and weight increased with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 551 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.